Manufacturer narrative:
B2, b3, b5, d1, g4- PMA/510k #, h6-health effect - impact code.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer went to the emergency room (ER) with a blood glucose (bg) level of approximately 489 mg/dl. Prior to going to the ER manual insulin injections were administered in attempt to resolve the reported issue. While in the ER, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released later the same day with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.